Event description:
The intra-aortic balloon was inserted into the pt on 4/1/98. On 4/7/98 the intra-aortic balloon leaked and the intra-aortic balloon was removed. No second intra-aortic balloon was inserted. (Event complications: none from the event-reported 5/15/98.) (Pt's current status: unk-reported 5/15/98.)